Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that patient's blood glucose started elevating, reaching between 240-400 mg/dl, while wearing the pod for between 4 and 24 hours. She was taken to the emergency room and diagnosed with hyperglycemia. Treatment included blood tests, monitoring, 3 bags of saline, and multiple injections of insulin. Changes were also made to the patient's basal and bolus insulin doses.